Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed no image during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no delay in procedure or reported patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. A blackout screen would occur and flicker during angulation. In addition, the switch buttons 1, 2 and 4 were discolored. Scope connector cover was worn. Image guide protector was damaged. The metal braid inside the bending tube had dents. Light guide tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to a damaged charge-coupled device (ccd) unit caused by physical stress to the distal end or an abnormality in electrical parts caused by fluid invasion from a leak. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.